Event description:
A cphv reduced aortic valve was explanted approx four years after implant due to pannus formation with an immobile leaflet. The valve had been implanted in the mitral position. The valve was replaced with a size 25 cphv standard mitral valve. It was reported that the pt is doing well at home.